Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report in summary section.

Event description:
It was reported that the emergency room services was arrived due to customer's blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 485 mg/dl. The customer's other blood glucose 110 mg/dl to 130 mg/dl. The customer had seizure. The customer did not provide information about treatment. Customer stated there was something wrong with the insulin pump. The insulin pump will not be returned for analysis.